Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: weight to spec and opening extended on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior, crease fold and non-penetrating nick. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. Baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.